Event description:
During routine use of weck suction/coagulation wand as part of tonsillectomy/adenoidectomy procedure burn(s) noted at mouth corners during hemostasis activity (coag). Esu generator removed and new one brought in. All cautery handpieces exchanged for new ones.